Manufacturer narrative:
Evaluation summary: one opened 2.8mm slit knife was received for the report of a blunt knife. The knife was received in a blade protector tray, but was not in the tray correctly. The sample was visually inspected and was found to be nonconforming with a damaged tip and damaged cutting edge. Penetration and sharpness testing could not be performed due the damage of the sample. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause for the defect experienced by the customer cannot be determined. Because the exact root cause for the damaged knife is unknown, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged cutting edge exhibited on the returned opened sample, are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. A training presentation on handling techniques was prepared under a corrective action and will be provided to the account representative for this entity to discuss proper handling of blades. In addition, another corrective action has been initiated to investigate an increased trend in dull blade complaints and to identify if further actions are warranted. An effectiveness check will also be established and monitored upon completion of these actions.

Manufacturer narrative:
Additional information provided. Sample in transit to manufacturing site. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received clarifying that the blunt knife was noted upon making the first incision. An alternate knife had to be obtained in order to continue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available.additional infomation has been requested.(B)(4).

Event description:
A healthcare professional reported that a knife was noted to be blunt. Procedure details and patient impact information is unknown. Additional information has been requested.